Manufacturer narrative:
It was reported that approximately 12 months after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to pain and non-union. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without the return of the device. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that approximately 12 months after an initial bunion surgery, all hardware was removed on (B)(6) 2024 due to pain and non-union. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.